Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ rupture: not observed openings on the device. ¿ as per the investigation procedure, deformation, particles, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional called to report a right side exchange due to patient¿s concerns with the product plus a right side rupture per ultrasound. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional called to report a right side exchange due to patient¿s concerns with the product plus a right side rupture per ultrasound. Device remains implanted.